Manufacturer narrative:
Device received with no button response due to flattened dome switch on esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. Unable to verify a21 and a17 due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was 200 mg/dl at the time of the incident. Troubleshooting was performed. The customer stated that the alarm happened after replace a battery. Customer stated that the alarm recurred during normal use. The device will be returned for analysis.